Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown system error occurred on a homechoice device during use. The patient was connected at the time of the alarm. This occurred during drain two of peritoneal dialysis therapy. The technical services representative assisted the caregiver in clearing the alarm by cycling power. The caregiver was able to resume therapy in drain two. There was no patient injury or medical intervention associated with this event. No additional information is available.